Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient reported that his advanced evaluation began on (B)(6)2016. He turned stimulation up, but could not feel it at all. He was not feeling the electrodes. He had pulled the lead out by mistake the night of (B)(6) 2016. When he was pulling his pants down he pulled the leads. The patient¿s indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.